Manufacturer narrative:
The field service engineer (fse) visited the customer site and found that a pinch valve had failed and required replacement. The fse replaced the pinch valve. Since the pinch valve was replaced, the customer has had no further issues. Qc results were within specification.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant results for 1 patient sample tested for elecsys total psa on a cobas e801 module. The initial result was 0.175 ng/ml. The repeat result was 4.64 ng/ml. No erroneous results were reported outside of the laboratory. There was no allegation that an adverse event occurred. The instrument produced abnormal measuring cell condition alarms.